Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 lead, implanted: (B)(6) 2014; a 5076 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that during a routine follow-up, the patient reported having phrenic nerve stimulation from the left ventricular (lv) lead. The physician attempted to reposition the lv lead with no success. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed and no anomalies were found.